Event description:
Additional information indicated that visual disturbances were still present approximately 2 years and 1 month following the valve implant.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated 8 days following the valve implant visual impairment occurred. This symptom further occurred sometimes. At that time there were no further findings or diagnostic testing. No treatment reported. The physician indicated this was possibly related to the procedure and to the valve.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that visual disturbances were still present approximately 3 years and following the valve implant.

Event description:
Medtronic received information that during the valve implant procedure the delivery catheter system (dcs) resheathed the valve one time due to too low of placement. The valve was successfully implanted. Four days following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified paroxysmal atrial fibrillation. Six days following the valve implant procedure the patient was transferred to a different hospital with previously existing atrial fibrillation with a partly tachyarrhythmia conduction. The tachyarrhythmia rate reached 150 beats per min. Tachycardic phases reaching 130 beats per minute with hypertensive disorders. However, as reported on average the heart frequency was ¿acceptable¿. High blood pressure, temporomandibular joint arthropathy, undefined visual disturbance with no neurological finding, elevated level of leukocytes with bacteria found in urine, and bilateral earache were also noted. The physician did not determine a cause or relationship of the earache. The leucocyte elevation/bacteria in urine was not a result of the valve implantation rather it was caused by an infection of the urinary tract. No elevated number of leucocytes or ¿crf¿ (c-reactive protein) value had been measured in the blood and the patient did not mentioned any complaints. As result, the patient did not receive antibiotics. The cause of the visual disturbance was not identified following examination of a neurologist. The patient did have baseline hypertension. As reported, it was possible that the implant had worsened the tachyarrhythmia fibrillation. Paroxysmal tachyarrhythmia atrial fibrillation had not been diagnosed in the medical history before, rather only general atrial fibrillation. The atrial fibrillation required hospitalization and concomitant medication, a beta-blocker. The event was reported as possibly related to the valve implant procedure. The event was considered resolved two days later and the patient was discharged the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the reported electrocardiogram (ECG) changes and atrial fibrillation are types of conduction disturbances. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the develop ment of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Post implant hypertension is a known potential adverse effect per the device IFU that is often associated with improved left ventricle function. It was reported that it was possible that the implant had worsened the tachyarrhythmia fibrillation, but a conclusive cause for the conduction disturbances or hypertension could not be determined from the information available. It was also reported that the patient did have baseline hypertension. Ultimately, the atrial fibrillation required hospitalization and concomitant medication, a beta-blocker. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.